Event description:
Patients are itching and breaking out. We have ordered a lot of medrol dose packs for extreme reactions.

Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is stated in the instructions for use (IFU).